Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2013 at 5:00 am her blood glucose reached 15.9 mmol/l (286 mg/dl). Upon further inspection she noticed the cannula was bent in a 90 degree angle. The pod was deactivated and it was worn for more than 48 hours.